Event description:
The customer's father reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that he went swimming with his pump on. Customer's father reported that there is fluid under the lcd display. The customer stated the device was not dropped and no cracks. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: pump received with moisture damage on electronics. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.